Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that remote home monitoring system issued an alert indicating the pacemaker was in safety mode. Technical services (ts) was consulted and suggested the device be interrogated in the clinic to verify safety mode. If verified, replacement was recommended. The field representative noted that the physician is aware of the safety mode and replacement will be scheduled in the future. At this time no procedure has been scheduled. The pacemaker remains in service and no adverse effects were reported.

Event description:
It was reported that remote home monitoring system issued an alert indicating the pacemaker was in safety mode. Technical services (ts) was consulted and suggested the device be interrogated in the clinic to verify safety mode. If verified, replacement was recommended. The field representative noted that the physician is aware of the safety mode and replacement will be scheduled in the future. At this time no procedure has been scheduled. The pacemaker remains in service and no adverse effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. It was noted that the device is not expected to be returned as it was discarded by the hospital. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. It was noted that the device is not expected to be returned as it was discarded by the hospital. No additional adverse effects were reported.